Event description:
The event occurred in USA during treatment. It was reported that the hls module is making a weird sound. The hls set was replaced. The noise occurred on the start of treatment. The customer suggest that it looks like a sensor came loose and ran against the motor. The patient is a male. No harm to any person has been reported. New information was received on 2026-02-17 from the customer that the patient was a 32 years old male with 109kg. It was confirmed that the hls set seated properly and re-seating was tried with no effect. The customer clarified that with the sensor the green flexline is meant. The patient was connected to the ECMO on (B)(6) 2026 at 07:25 hours and the hls set was replaced at 09:40 hours. As there was a noise and therefore the hls set was replaced during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.